Event description:
Allegedly removed during the revision of another component. Original surgery in 2004.

Manufacturer narrative:
Additional information received: catalog number, lot number, expiration date, implant date. User facility, contact name. Corrected data: brand name.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned. Evidence that product in specification when used. Undetermined.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01349, 01351.